Event description:
It was reported by service report that the patient-right siderail would not latch-up due to a broken spindle spacer. No pt involvement or adverse consequences are reported. See scanned page.